Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d.2a, d.2b, d4, d.6b, g4, h6.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 b3 d3 g1.

Event description:
Healthcare professional reported "constructed deformity, double bubble appearance with a crease in the mid portion, and rupture" by CT scan. This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "constructed deformity, double bubble appearance with a crease in the mid portion, and rupture" by CT scan. This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as an unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "constructed deformity, double bubble appearance with a crease in the mid portion, and rupture" by CT scan. This record is for the right side. Device remains implanted.